Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the defibrillator cuts out and won't come back on; it also turns on by itself. There was no reported patient involvement.

Event description:
The customer reported that the defibrillator cuts out and won¿t come back on; it also turns on by itself. There was reportedly no patient involvement.